Manufacturer narrative:
On 18-nov-2021, bwi received additional information regarding the event. There was resistance when they were trying to put the dilator into the sheath and when they were trying to withdraw it from the sheath. There was physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. There was not any bleeding. There was no patient consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was going to undergo an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small. The dilator became stuck in the sheath. It was reported that the dilator was very difficult to advance into the vizigo sheath. The caller stated that the dilator was also unable to be removed from the sheath. The sheath was replaced, and the issue was resolved. The procedure was continued and completed. Resistance with sheath is not MDR-reportable. Introducer stuck within sheath is MDR-reportable.

Manufacturer narrative:
Per internal review on (B)(6) 2021, it was determined that the previously reported a15204 (failure to advance) medical device problem code is not applicable to this case. That code was used to represent "introducer stuck within sheath"; however, as indicated by the previous supplemental report, there was only resistance within the sheath and a partial blockage. The material deformation (a0406) and obstruction of flow (a1409) medical device problem codes have been applied. Resistance with sheath is not MDR-reportable. Dilator damaged is not MDR-reportable. Obstructed sheath is not MDR-reportable. Per bwi's internal review, this event is not considered MDR-reportable. No further supplemental reports will be sent based on the available event information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).